Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she cannot change the screen and the act button is not working on the insulin pump. Customer stated that she was on a blank screen. Customer was assisted and advised to push the button to go to the main menu. Customer's blood glucose was 500 mg/dl and customer stated that it has been that all day. Customer treated with a bolus of 4 units. Customer stated that the cannula was bent when they changed the infusion set. Customer ran a manual prime and the insulin did exit the tubing. Customer did not have a tubing clamp and will be shipped one. Customer was advised to do a complete set change and to call back to complete troubleshooting.